Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as red and itchy skin on the patient's back under the right therapy electrode pad. The patient consulted a physician who recommended removing the device temporarily and using a cream. The current medical condition of the irritation is unknown.